Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure while suturing inside, when the doctor stopped firing the stapler, there was bleeding because the staple line did not close. The surgical time was extended by 30 minutes or more due to the product problem. It was noted that the anvil cannot be tilted after firing. The bleeding took 2-3 hours to stop because it took the surgeon that amount of time suturing the circle inside the tissue. The event extended the patient hospitalization for 3 days for observation. There was no patient injury.